Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous glucose results for 1 neonate patient tested on an accu-chek inform ii meter with serial number (B)(4). The patient was initially tested by heel stick at 2:26 p.m. On the meter and the result was lo (result <10 mg/dl). At 2:28 p.m. The patient was re-tested by heel stick on the meter and the result was 17 mg/dl. At 2:42 p.m. The patient was tested again by heel stick on the meter and the result was 19 mg/dl. The staff did not believe any of these results so the patient was drawn for a laboratory test at 2:53 p.m. The result from the laboratory was 49 mg/dl. The result of 49 mg/dl was believed to be correct. The patient was not treated based on any result. There is no allegation that an adverse event occurred. The patient has been discharged. Quality controls (qc) passed on the meter within 24 hours of the event on (B)(6) 2017. On (B)(6) 2017 the customer complained of low, out of range qc results on the inform ii meter using the same strips. The customer tried a new box of controls with a different lot number and still got a low, out of range result. The meter, strips and controls were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer returned the meter, strips and controls. Quality control tests were run with the returned product. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. The results received: level 1: 40, 39, 40 mg/dl, level 2: 293, 288, 283 mg/dl. All returned results were within the acceptable range. A specific root cause was not identified for this event. No information was provided in the complaint that would point to a cause for the discrepant results.